Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device had been explanted due to infection.  It was noted the date of explant was asked, but would not be made available. It was reported the patient presented in the hospital with an infection at the surgical site, it was red and oozing. Contributing factors were listed as a history of falls, obesity, tremors and a brain injury years prior. The removal of the device resolved the issue. It was noted the patient was alive with no injury.